Event description:
It was reported to philips that during a diagnostic coronary exam, the system¿s c-arm (flat detector) came in contact with the patient's forehead. The procedure was completed without delay; however, it was reported that the patient had a marble sized bump on their head. No further information regarding the alleged injury has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, no medical intervention was required and the patient recovered with no residual effects. The user was unable to confirm whether the stand was angled, or which specific movement was occurring at the time of the alleged contact. A philips field service engineer (fse) inspected the system onsite and could not replicate the reported problem. Analysis of the log file from june 2, 2025, showed two ¿hard collisions¿ on the front long axis at 07:52:24 and 07:52:26. Both movements were manually controlled by the user and not part of an automatic position control (apc) sequence. Additionally, the log file did not indicate any malfunction of the bodyguard. The fse performed a detector sensor test, along with a calibration check of the detector sensors. The system passed all testing and was returned to use in good working condition. Philips instructions for use, document number 4523 001 03571, section 6.5 collision prevention states the following: the azurion system uses the bodyguard function and the intelligent collision prevention (icp) function to protect the patient by slowing system movement speeds when an object is sensed within a certain safety distance. Warning during manual and motorized movements of the stand or the table, the operator is responsible for the safety of patient, staff, and equipment. Avoid collisions to prevent serious injury to patient and staff, or damage to the equipment. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.